Manufacturer narrative:
Citation: enta y et al. Patients' characteristics and mortality in urgent/emergent/salvage transcatheter aortic valve replacement: insight from the ocean-tavi registry. Open heart. 2020 dec;7(2):e001467. Doi: 10.1136/openhrt-2020-001467. First published: december 14, 2020. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the predictors for the need for urgent/emergent/salvage transcatheter aortic valve replacement (tavr). All data was collected from a fourteen-center registry between october 2013 and july 2016. The study population included 1,613 patients and was predominantly female with a mean age of 84.4 years and a mean weight of 48.7 kg. Of those, 144 patients were implanted with medtronic corevalve transcatheter valves. No serial numbers were provided. Among all patients, 80 deaths occurred within thirty days after tavr. Multiple manufacturers transcatheter valves were implanted in the study population. None of the deaths were directly associated with medtronic product. Among all patients, adverse events included: emergent or elective extracorporeal membrane oxygenation support, conversion to open-heart surgery, need for second valve implantation, new permanent pacemaker implantation, acute coronary obstruction, stroke, cardiac tamponade, valve embolization/dislodgement, moderate to severe aortic regurgitation, life-threatening or major bleeding, transfusion, major vascular complication, and worsened congestive heart failure after tavr. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.